Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using a penumbra system aspiration pump max 220v (pump max). It was reported that prior to starting the procedure, the hospital staff tested the pump max and it worked fine. During the procedure, the pump max was turned; however, the on/off switch would not stay green and the pump max kept shutting down by itself as soon as the staff released his finger from the on/off switch. After completely shutting down the pump max, turning it back on and pressing the on/off switch harder, nothing worked. The procedure was then successfully completed by pressing and holding on/off switch throughout the entire procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
There was no visible damage to the exterior of the penumbra system aspiration pump max 220v (pump max). During functional analysis, the pump max was powered on and ran for ten minutes without issue. The power button remained depressed, the power button green light activated, and the pump remained powered on and functional. Evaluation of the returned device revealed that the power button remained depressed, the power button green light activated, and the pump functioned without issue. The reported power button issues could not be confirmed, and the root cause of the reported complaint could not be determined. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.